Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The device had not been serviced in the past 12 months. The device was visually inspected and functional checks were performed. Internal inspection executed. The customer stated problem was confirmed as the downstream occlusion (dso) sensor was not working and had fluid ingression. The dso will be replaced.

Event description:
It was reported that the device exhibited, 'pump does not recognize the cassette¿. There was unknown patient involvement.